Event description:
Head just come off...doesn¿t stay on...it¿s the toothbrush where the metal bit is - oral-b [device breakage] toothbrush the head doesn¿t sit on it properly...doesn¿t seem to click into place...head is just moving around...loose - oral-b [device connection issue] case narrative: a mother via phone stated that the oral-b toothbrush head just came off and did not stay on the oral-b toothbrush due to the metal bit. The oral-b toothbrush head did not sit on it properly, did not click into place, and was moving around/loose. No injury was reported. 05-feb-2024 follow up via digital safety assessment survey: the patient was a 13 year old female. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
On 25-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head just come off, doesn¿t stay on, it¿s the toothbrush where the metal bit is - oral-b. [Device breakage], toothbrush the head doesn¿t sit on it properly, doesn¿t seem to click into place, head is just moving around, loose - oral-b [device connection issue]. Case narrative: a mother via phone stated that the oral-b toothbrush head just came off and did not stay on the oral-b toothbrush due to the metal bit. The oral-b toothbrush head did not sit on it properly, did not click into place, and was moving around/loose. No injury was reported. On 05-feb-2024 follow up via digital safety assessment survey: the patient was a 13 year old female. No injury was reported. On 14-mar-2024 case update from information initially received on 01-mar-2024: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.